Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that over the last four years the patient has experienced increased urinary incontinence. It is suspected that the artificial urinary sphincter (aus) has material fatigue and capsular contracture. All components were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. The pump was visually and microscopically examined, and leak tested. A crack consistent with material fatigue and subsequent fluid leak were identified in the black kink resistant tubing (krt). Based on the information available and analysis results, the leak identified in the pump krt confirmed the reported clinical observation of material fatigue.

Event description:
It was reported that over the last four years the patient has experienced increased urinary incontinence. It is suspected that the artificial urinary sphincter (aus) has material fatigue and capsular contracture. All components were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.